Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or read as ¿high¿ on the cgm. Technical support instructed the caller to take several corrective actions including disconnecting tubing from the site, delivering boluses, and replacing supplies as needed. Customer changed supplies and resumed insulin.